Event description:
It was reported that during a colectomy procedure, after the device was fired, it was noticed that a few of the proximal staples were missing in the tissue leaving a small hole - it appeared as it they had not deployed. The hole was sutured and there were no adverse consequences for the patient reported. This is all the information that the rep had. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.